Event description:
Reporter indicated a vns wand was unable to program. The wand has not been returned. No serious injury has been reported. No further info is known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.